Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device's time setting was found to be six hours off. The leadless implantable pulse generator (ipg) remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for evaluation. Analysis of clinical data was performed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.